Event description:
It was reported that after a da vinci-assisted surgical procedure, the cable of the fenestrated bipolar forceps was damaged. The procedure was completed with no patient harm and no delays.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and damage of the conductor wire¿s insulation at the idler pulleys was found. The conductor wire insulation was damaged, but the wire was not exposed, torn or fully broken. A piece of material approximately 0.06" x 0.03" appeared to be scraped off and missing. The missing material was not returned with the instrument.